Event description:
It was reported that following the implant procedure, the physician suspected a perforation. The right ventricular lead showed increased pacing threshold in bipolar and no capture in unipolar. The lead was repositioned. Following the reposition procedure, the lead showed rising thresholds which an echocardiogram confirmed was a pericardial effusion. Another lead revision was executed along with drainage of the effusion. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.